Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating power error. The ventilator was investigated on site by our field service engineer and the pcb plug-and-play back-plane and pcb dc/dc & standard connectors was discovered faulty and was replaced. Further investigation revealed that also pcb main back-plane was defective and in need for replacement to resolve the reported issue. However, customer canceled the repair due to high cost relative the age of the ventilator. Furthermore, liquid on the batteries module was also reported. According to customer this was probably due to water coming from the humidifier. According to received information the ventilator will be taken out of service. Moreover, no parts returned for investigation. Therefore, no root cause can be established. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. Liquid spillage onto the ventilator may lead to liquid ingress into the ventilator and cause short circuiting which may affect the essential functions of the ventilator.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating power error. Furthermore, the ventilator was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).